Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The reported failure could be confirmed as having occurred via the error logs. Failure analysis investigations also replicated the reported failure during testing. The usm was tested on an in-house system, and it failed in normal mode with no related errors. Failure analysis investigations found fluid intrusion on the cannula switch. The usm passed all tests that were performed on a psc (patient side cart) fixture test platform (pftp). Additionally, isi performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure conversion did not result in increasing port size incision or adding additional ports. It was confirmed that there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse noted that error 1169 occurred on all the universal surgical manipulators (usms) during troubleshooting. The fse replaced usm 2 per the isi technical support engineer's (tse) advice. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the universal surgical manipulator (usm) 2 would not recognize a cannula. There was a ¿cannula invalid¿ message at the time of the event. The issue was not resolved by performing an emergency power off (epo) and replacing the cannula along with the instrument arm drape. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.